Manufacturer narrative:
During motor rewind, the unit returned a pump error alarm on the 1st attempt and then a pump error alarm on the 2nd and subsequent attempts. After further examination of the unit¿s interior, insulin leaked into the interior and coated the motor flex cable. Unable to perform the displacement test due to the pump errors. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack where clip goes in on the left corner. The customer¿s blood glucose level was 8.5 mmol/l at the time of the incident. Customer stated that there was no physical damage to the reservoir lip ring. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.